Event description:
This case was reported by a consumer and described the occurrence of could not swallow in a (B)(6) female pt who received oral moisturisers (biotene dry mouth oral rinse) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started oral moisturisers. At an unknown time after starting oral moisturisers, the pt experienced could not swallow, tongue movement impaired, gum disorder, lip disorder and nocturnal awakening. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the events were unresolved. The consumer reported events after rinsing with the biotine oral rinse that she could not swallow, and could not move her tongue, also her lips were stuck together, further, described as her lips were stuck in her mouth, and all of these events caused her to wake up. These events were resolved. She also had a funny feeling in her gums. This event has not been resolved. She has discontinued using the product.

Manufacturer narrative:
Biotene is manufactured in (B)(4) in the united states. The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4)